Manufacturer narrative:
Health hazard evaluation (hhe) was completed.

Event description:
Not all connectors of the tigerpaw system ii device were engaged. The second tigerpaw system ii device was successfully used to complete the procedure. No known pt effect. No blood lost referred to this event. Per doctor's notice, most likely it was his fault because he pulled both triggers togethers and not per IFU.